Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni test results from 2 different pts that were generated by the access 2 instrument. Pt a had an accu tni result (sample #1) of 6.6 ng/ml and the result was reported out of the lab. The accu tni result from sample #1 was questioned by the physician after an accu tni result of 0.0 ng/ml was obtained from sample #2. The customer retested sample #1 and the result was 0.02 ng/ml. The customer did not indicate if a corrected result was reported for sample #1. The customer indicated that the pt a was treated as an ami with an anti-thrombolytic agent (agent name not provided). Pt b had an accu tni result (sample #1) or 0.57 ng/ml and result was reported out of the lab. The customer indicated that the e.r. (ER) collected 2 (sample #1 and sample #2) different samples from the pt. Sample #2 was collected at the same time as sample #1, just in case sample #1 was not good. Sample #2 was tested for accu tni and the result was 0.11 ng/ml. The customer indicated that the ER physician was informed of sample #2 accu tni result and asked if the physician wanted a redraw ordered. The customer was informed by the ER physician that a redraw was not necessary since the pt was terminal and will not be changing pt treatment. The customer did not receive any report of pt (b) injury requiring medical intervention or change to pt treatment attributed to or connected with this event.